Event description:
Clinical were received for review from the patient's treating neurologist that noted the patient to be having an increase in seizures. It is unknown if the increase documented was above or below the patient's pre vns seizure rate. The patient had their vns generator replaced and good faith attempts are being made for the product to be returned to the manufacture for analysis. Good faith attempts have been made for further info in regards to the patient's seizures, thus far no further info has been attained.